Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The pt was in the cath lab for placement of a cardiac stent. The lesion being treated was located in the circumflex (cx) artery. The lesion was predilated with a balloon (unk size and MFR). When the physician attempted to place the 2.75x8mm taxus express2 drug eluting stent, the shaft fractured, completely separating from the device. The physician was able to retrieve all of the pieces. Then the left main (lm) was dilated with a 3.5x12mm quantum balloon to improve flow. The physician placed a non-bsc catheter into the cx and exchanged the non-bsc guidewire for another non-bsc guidewire. The procedure was completed with a 2.75x8mm liberte, deployed to 15 atm, in the ostium of the cx. There was an excellent result. No pt harm resulted from the broken device.